Event description:
The daughter of a (B)(6) male patient contacted zoll customer support to report that the patient's patient will not hold a charge. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: battery pack sn (B)(4) has been evaluated. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation the battery pack output voltage was measured at 3.56v. The root cause of the defective battery pack is currently underway. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.